Manufacturer narrative:
Concomitant products : 6947-58 lead implanted (B)(6) 2010, 1888tc x2 leads implanted (B)(6) 2008.

Event description:
It was reported that the device was unable to be interrogated. Troubleshooting steps were taken to no avail and the device remains in use. No patient complications have been reported as a result of this event.